Event description:
Suture thread caught fire.

Manufacturer narrative:
Customer reported "its too losely woven and thread came off during a procedure and caught fire for a split second before going out on its own. No one was injured". No additional information was provided. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.